Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 454 mg/dl, 180 mg/dl, 242 mg/dl and 178 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
Retention testing for lot 496612 was not available. Lot 496611 was found as a comparable alternative, and retention testing was performed on this lot and is acceptable.